Event description:
Procedure type: cystectomy. According to the reporter: during a cystectomy, the device was blocked shut and the surgeon had to cut underneath the device to remove it.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.